Manufacturer narrative:
Concomitant medical products: product ID: 3080, lot# l84727, implanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 3080, serial/lot #: (B)(4), ubd: 12-sep-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2018-10-08 (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient's device never worked for the patient so the patient had not been using the device. Additionally, the patient noted that their lead moved. Later in the call the patient reported having a second device implanted, but there was no record of the patient having a device prior to their device placed in 2001. The patient then reported that the patient's conditions have gotten worse and the patient has to wear a bag for their bladder. The patient then noted that they experienced "electrical shocks" that were uncomfortable when they tested the device as well as redness around the area, but both of these issues were reported to have occurred in the early 1990's which was prior to any recorded implant of the patient. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.